Manufacturer narrative:
The returned lead was only available in fragments. It had been cut through 11.5 cm distal of the df4 connector pin. A proximal and a distal fragment were available for analysis. A segment between 1 to 3 cm long was missing. The returned fragments were examined visually, mechanically, and electrically. Multiple signs of abrasion were found. At the distal fragment, the insulation was damaged by fraying near the shock coil. The position and characteristics of the fraying lead to the assumption of strong mechanical stress of the lead in the area of the tricuspid valve. Notable lead movement should be considered as cause. Reasons for an increased stress level of the lead in the implanted state are hard to determine. Possible influence factors to be considered are the ingrowth behavior of the lead in the distal area, the patient's anatomy, and increased physical activity of the patient, especially involving the upper body. In addition, the insulation was opened up 29.5 cm and 26 cm proximal of the tip electrode and was partially cut off. Blood had entered the interior of the lead at these sites. These damages are most likely a result of the extraction process. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - it was reported that the lead was explanted 46 months after the implantation due to suspected subclavian crush.